Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s healthcare provider reported that the user was unable to select ¿yes¿ on the ¿do you see drops¿ screen when attempting to resume therapy with the ilet. A replacement device was arranged. The user had backup therapy in place until the replacement device was received. Blood glucose was not affected.